Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08780 inches. However, pump alarmed unexpected alarm after battery change. Unable to determine root cause due to pump preservation. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, missing end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
Pump passed the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08780 inches. However, pump alarmed after battery change. Unable to determine root cause due to pump preservation. Pump received with no battery installed. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, missing end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospice care. The customer was hospitalized on (B)(6) 2018 due to low blood glucose and diabetic coma. The cause of death was the customer's brain was without sugar for too long. The caller stated that the customer had no illnesses that may have led to the customer's passing. The customer¿s blood glucose was 19 mg/dl at the time before hospitalization. The customer was using u500 insulin on their pump at the time before they were found in a coma. The customer had given himself 48 units of insulin leading to the coma. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected in less than 48 hours prior to passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis, but declined a pump upload.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was stated that the insulin pump had been disconnected for more than 48 hours prior to passing and that customer last used the insulin pump on (B)(6) 2018.

Manufacturer narrative:
Insulin pump passed the idle current measurement test, run current measurement test, self test, off no power test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and delivery accuracy test at 0.08780 inches. However, pump alarmed unexpected restart after battery change. Unable to determine root cause due to pump preservation. Insulin pump received with no battery installed. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads, cracked lcd window, missing end cap sticker, stained back address label and minor scratched lcd window. Insulin pump alarmed unexpected restart after battery change due to voltage leak c13 on interface board. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call by the customer's wife that the customer was last on the insulin pump on (B)(6) 2019.